Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510k: additional 510(k) numbers are k011028 and k013227.

Event description:
It is reported that there is a problem with the threads in the implant and the healing abutment could not be seated. A re-threading tool is requested.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is excessive torque on implant no further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.